Event description:
It was reported that during testing the attachment device was "making loud noises". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the unit was making a loud noise, therefore, the reported condition was confirmed. This was caused by worn / dry bearings and gears due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).